Event description:
A hospital in (B)(6) reported via our distributor that an mr290 autofeed humidification chamber cracked after several hours of use causing water to leak. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned mr290v vented autofeed humidification chamber was visually inspected for the reported damage. Results: the chamber was cracked on the front baffle, confirming the reported fault. A lot check revealed no other complaints of this nature for lot number 100310. Conclusion: cracks in the chamber dome may occur if the chamber is impacted or used outside of the recommended settings. All mr290 chambers are pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. This suggests that the chamber was damaged post production, possibly during transport or storage at the customer facility. The mr290 user instructions state the following: "do not use the chamber if the seals are not intact when received, or if it has been dropped". "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient". (B)(4).

Event description:
A hospital in (B)(6) reported via our distributor that an mr290 autofeed humidification chamber cracked after several hours of use causing water to leak. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint chamber are currently en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow-up report upon receipt of the complaint chambers and completion of our investigation.